Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing¿high¿blood¿glucose. ¿blood¿glucose¿levels at the time of the incident were over 400 mg/dl, 412¿mg/dl, 432 mg/dl, and the current blood glucose level was 523 mg/dl. The customer was treated with an insulin pump, manual injection. Customer had been using¿the insulin¿pump¿system within¿48¿hours of the reported¿high¿blood¿glucose¿event. The insulin pump will not be returned for analysis.